Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'error # 322-link switch error' was not reproduced. A review of the history log revealed system error 322 - link switch error (low) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. The link and lower/upper latch switch requires adjustment as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.